Manufacturer narrative:
The field service engineer replaced a valve, adjusted the cell blank, and checked all the rinse volumes. Precision testing was then acceptable. (B)(4).

Event description:
There was an allegation of questionable results for 50 patient samples from the cobas 8000 c 702 module. The issue was discovered when the customer found the cell blank was overflowing. Repeat testing was performed on (B)(6) 2021 on another cobas c702 analyzer. Data for calcium gen.2 (ca2) and alanine aminotransferase (alt) were provided as examples. The questionable results were reported outside of the laboratory and were later corrected. The calcium reagent lot number was 54110101 with an expiration date of 30-jun-2022. The alt reagent lot number was 52917401 with an expiration date of 30-apr-2022.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.as the calcium qc recovery was within the acceptable range, there was no indication for a performance issue of the reagent.